Event description:
Per the audiologist's report, this pt has a history of liver disease and had a non-healing wound since implantation. The electrode leads were partially exposed. A resident (physician) placed him on a course of prophylactic antibiotics. Based on the opinion from a local surgeon, the pt decided to have the device removed due to the skin flap infection and extrusion. In 2006, the pt's physician removed the device. He plans to be reimplanted once the area heals.